Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels in the 50 mg/dl range during the night. Reportedly, low bg levels were due to the customer "over correcting at night". Customer addressed low bg levels with juice.